Event description:
Symptoms :confusion, agitation, combativeness, tias, right hemispheric hemorrhage. During hospitalization the pt experienced confusion, agitation and combativeness, it was noted that the condition was not pre-existing and not related to the device. The outcome was resolved. The pt was discharged in 2006 to rehab, however, was readmitted to the hosp in 2006 due to a right hemispheric hemorrhage, and in 2006 the pt expired. It was noted that the cause of death was a stroke. No additonal information is available.